Manufacturer narrative:
The customer did not supply any patient's demographics such as age, date of birth, sex or weight. There is no evidence that the access toxo igg reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. No hardware issue was found on the instrument. (B)(4). All mdrs associated with this event are: 2122870-2016-00269, 2122870-2016-00270. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for two (2) patients involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). This MDR addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2016 for patient 1. The initial access toxo igg result recovered reactive. The customer reanalyzed the patient's sample four (4) additional times on the same laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained four (4) reactive results. The sample was analyzed on one (1) alternate device, the architect manufactured by abbott, which produced a discordant non-reactive result. There was no report of patient injury or change in patient treatment associated with these events. MDR 2122870-2016-00270 addresses the results obtained on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) on (B)(6) 2016 for patient 2. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.